Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-01078. New information was received identifying that the product was a cook inc. Manufactured device. Manufacturer ref# (B)(4). Number:510(k) - k032426. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. William cook europe initially reported event under MFR report # 3002808486-2016-01078. New information was received identifying that the product was a cook inc. Manufactured device.

Event description:
Additional information received 2/14/17 - patient alleges that a gunther tulip ivc filter was placed on (B)(6) 2013. The patient was (B)(6) at the time with a history of pe and dvt on anticoagulation treatment. In preparation for bilateral knee replacements where she would be off the anticoagulation treatment, physicians placed the ivc filter as a preventative measure as the patient would be immobilized for some time placing her at high risk for dvt and pe (given her history). No attempts have been made to retrieve the filter. Patient is afraid that filter will not be able to be removed.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 21mar2017-27jul2017.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 21mar2017-27jul2017.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 21mar2017-27jul2017.

Manufacturer narrative:
Investigation - evaluation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "no attempts have been made to retrieve the filter. Patient is afraid that filter will not be able to be removed". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "no attempts have been made to retrieve the filter. Patient is afraid that filter will not be able to be removed". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.